Event description:
It was reported the pt underwent cardiac catheterization followed by angioplasty and stent placement in the right coronary artery, due to an abnormal stress thallium test. An angio-seal was placed in the right common femoral artery (rcfa). The pt was discharged 2 days later with no reported complications. The pt returned to the hosp 3 weeks later for an aortogram with run-off, due to right leg claudication. The aortogram revealed a 90% occlusion with a foreign body in the rcfa at the bifurcation of the superficial femoral artery and the femoral profunda. A vascular surgeon reviewed the films, and arrangements were made for the pt to return at a later date for surgical removal of the foregin body from the rcfa. Three days later, the pt collapsed at work and died. An autopsy revealed the pt died from cardiac dysrhythmia caused by actue coronary insufficieincy, due to arteriosclerotic coronary heart disease. The pt was reported to have had an abnormal venous duplex prior to the coronary interventional procedure.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.